Event description:
The customer emailed medela customer svc that her battery pack doesn't work. She also stated that her transformer housing on the power adapter has fallen apart exposing inner electrical circuitry, which is a safety risk.

Manufacturer narrative:
Medela customer svc requested the customer call us directly for a replacement power adapter and requested the defective adapter be returned for eval. The defective power adapter has not been received at medela as of (B)(6) 2014. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Customer f/u was not successful. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a follow-up report will be filed at that time. The revision for the power supply is unk. If the revision is rev l or rev m, then the issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping., handling and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double staking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. If the revision is rev n, then the cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4).